Event description:
It was reported that there were unacceptable thresholds and no capture. The lead was removed and replaced. During an attempt to implant a new lead, phrenic nerve stimulation was caused. That lead was not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead was returned and analyzed. Distal conductor blood/body fluid. (B)(4) no anomalies found. (B)(4) full lead was returned and analyzed. The distal conductor and proximal conductor had blood/body fluid, out insulation breached cut.